Manufacturer narrative:
No unexpected blank display anomalies, battery icon anomalies or off no power anomalies noted during testing. Device passed pump self test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Motor error alarmed during basic occlusion test due to moisture damage on force sensor resistor. Moisture damage on all electronic assemblies noted. Corroded motor assembly noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 263 mg/dl. After troubleshooting, display did not return. Customer purchased new aaa alkaline batteries and the display returned briefly, device beeped, then had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.